Event description:
A complaint was received on (B)(6) 2018 from (B)(6) medical center (USA) using renaissance system, describing a malfunction with rbt device (i.e. The guiding unit of the renaissance system). Rbt device passed 3 point test but failed to execute trajectories in operate mode. Troubleshooting included replacement of the rbt device with a spare unit, which eventually was unsuccessful as well. This troubleshooting process occurred while the patient was already anesthetized and took over an hour. While the patient did not suffer any apparent direct harm, exposure of the patient to the effects of prolonged anesthesia might cause or contribute to a serious injury.

Event description:
A complaint was received on (B)(6) 2018 from new (B)(6) regional medical center (USA) using renaissance system, describing a malfunction with rbt device ( i.e. The guiding unit of the renaissance system). Rbt device passed 3 point test but failed to execute trajectories in operate mode. Troubleshooting included replacement of the rbtr device with a spare unit, which eventually was unsuccessful as well. The troubleshooting process occurred while the patient was already anesthetized and took over an hour. While the patient did not suffer ant apparent direct harm, exposure of the patient to the effects of prolonged anesthesia might cause or contribute to a serious injury.